Manufacturer narrative:
(B)(4). Add'l info will be provided upon conclusion of the MFR's investigation. (B)(4).

Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the bariatric pt's transfer from the bed a tearing sound was heard and the process was stopped. A few stitches of the sling were found to be ripped. A second sling was brought in and the process was restarted with the same results. No injuries were incurred as the pt was never lifted high enough to remove the pt from the bed. Additionally, from the info received we can determine that an inappropriate sized sling was used with the pt - several size too small.